Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist. The dentist determined that the aligners will not correct the patient's deep bite. Dentist recommended traditional orthodontics.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.